Event description:
It was reported that the tubing of a large volume infusor came off and broke into two pieces. This occurred when the pharmacist was trying to straighten the tubing during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 03, 2022 - january 05, 2022. H10: the device was received for evaluation. Visual inspection performed using the naked eye found the tubing line had been broken into two pieces near the middle region of the tubing line. Further examination noted evidence of frayed marks near the broken area on the tubing line which suggested the tubing line had been stuck between an object and the tubing was then pulled with such force that caused the tubing line to break in two pieces. The reported condition was verified. The cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.